Manufacturer narrative:
The hill-rom technician found the nurse call cable at the bed end was not fully connected. Per the hill-rom user manual, warning: a communication cable must be used for beds that have nurse call. Failure to do so could cause patient injury. For beds that have nurse call systems, a communication cable must be connected between the bed and facility communication system. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technician properly connected the communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call function was not working. The bed was located at the account on the 1st floor. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).